Event description:
Pen needles are not fully dispensing the insulin.

Manufacturer narrative:
A lot was returned by end-user for testing to see if there were clogging or flow issues when dispensing insulin. There was no malfunction detected. The pen needles underwent visual testing and pen needle attachment status testing. The pen needles passed all testing. The pen needles are functioning normally.

Event description:
Pen needles are not fully dispensing the insulin.